Manufacturer narrative:
Gentherm received a complaint (B)(4) stating the device displayed error code eeo3 for "cool thermistor discrepancy." A follow up call indicated no patient harm or injury occurred. Device was not returned for evaluation.

Event description:
A hemotherm device shut down during a patient procedure and displayed an error code for cold water reservoir thermistor discrepancy.